Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was observed that the device's circuit board was malfunctioning and inlet filter was dirty. The device's system board and air inlet foam filter were replaced to address the issue.

Manufacturer narrative:
H3 other text : device was evaluated by third party service center.